Manufacturer narrative:
Initial reporter city: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2020 to treat obstructive jaundice due to common bile duct stones. According to the complainant, during the procedure, when attempting to dilate the papilla with the hurricane rx dilation balloon, water was spouting from the pinhole as seen from the endoscopic image. The procedure was completed with a maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation result visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the distal section of the body of the balloon, thereby confirming the reported event. Microscopic inspection was done and confirmed the balloon had a pinhole. It is possible that interaction with scope and other devices during procedure in the cbd (common bile duct) anatomy could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6), 2020 to treat obstructive jaundice due to common bile duct stones. According to the complainant, during the procedure, when attempting to dilate the papilla with the hurricane rx dilation balloon, water was spouting from the pinhole as seen from the endoscopic image. The procedure was completed with a maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event.